Event description:
According to the reporter, during a laparoscopic right hemicolectomy procedure, while detaching intestinal tissue, there was poor staple formation. To resolve the issue, a new device was used to resect and restaple the tissue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the loading unit was fully applied and engaged in interlock. All the staples were received unformed in a bag. Microscopic inspection of the knife blade displayed no damage. Functional testing found that the instrument was not returned and a representative instrument was used for testing. The reload pushers and interlock were reset. The reload unloaded and loaded repeatedly without difficulty. The reload and instrument were applied to test the media with acceptable results. The firing knob could be advanced and retracted without any hang-ups. It was reported that there was poor staple formation. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the instrument was applied to tissue beyond the recommended range. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure to select a cartridge with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.